Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating a failed battery test on the customer's insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The spouse stated that they did not have the serial number to the insulin pump because the customer was not present at the time. The customer stated that the insulin pump would just shut off after a while even with new batteries inserted in the insulin pump. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The product was not returned for analysis.